Event description:
Information was received from an international distributor that their customer reported the ventilator was alarming, while operating on backup battery power, which subsequently became depleted, causing the ventilator to shut down. The customer reported the ventilator was in use on a patient, and there was no patient harm. The ventilator alarmed as specified. The distributor's chief technician confirmed the ventilator had no ac power. Review of the diagnostic log showed the device had been running on backup battery power, which became depleted as expected during extended use. The backup battery functioned until it depleted, causing the ventilator to shut down and alarm. The chief technician replaced the power supply to correct the problem. Final testing was performed and all tests passed to operating specifications.